Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient was dissatisfied because no visual acuity increase above point five diopters after lasik surgery. The surgeon states that the system result was good and the visual performance was still fluctuating so glasses was no recommended.

Manufacturer narrative:
Additional information provided in b.5.,d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The associated field service engineer explicitly stated that the device has been working as intended. Two separate logfile reviews were performed, one for the initial treatment and one for the re-treatment. Logfile review for the day of the first treatment shows all laser system functions were within specifications for the respective treatment. The laser was started and the energy-check was started allowing for a warm-up time of fourteen minutes. The system successfully passed all initialization steps. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment for the right eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. Logfile review for the day of the second treatment shows all laser system functions were within specifications for the respective treatment. The laser was started, and the energy-check was started allowing for a warm-up time of eleven minutes. The system successfully passed all initialization steps. The logfile shows sixteen successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment for the right eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient was dissatisfied because no visual acuity increase above point five diopters after lasik surgery. The surgeon states that the system result was good and the visual performance was still fluctuating so glasses was no recommended.